Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cp pump was returned for investigation. Visual inspection found no major abnormalities. Optical bench 5s parameters were verified and observed to be in normal range. No alarms reproduced. Light continuity test was done and passed. Pump was connected to console and ran for 35 to 40 mins and no major abnormalities observed with the pump optical 5s parameters. Data logs were reviewed, and placement signal readings observed to be lower with declining trend post 1 hour of pump start. Placement signal low alarms are observed with no major impact to optical 5s parameters. No other issues were found. The cause of the optical signal issue was most likely patient condition related based on the return product analysis and log analysis. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During support, placement signal issues were observed, with the placement signal reading significantly lower than the arterial line. Despite this, the pump remained operational until weaning and explantation. No patient harm was reported.